Manufacturer narrative:
Updated g1, h6.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Due to no device and imaging return, an investigation could not be performed. Therefore, the cause of the reported complaint can not be determined.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using 28mm x 12mm x 18cm gore® excluder® aaa endoprosthesis(excluder device) for abdominal aortic aneurysm. After excluder device was advanced through lunderquist guidewire, the blood leakage from c3 handle was observed. The total amount of blood loss was about 800-1000ml. The patient's hemoglobin decreased by 2g and shock occurred. The patient's blood pressure dropped significantly from 130/90 to 90/60. Additional fluids, blood transfusion and vasopressor therapy were performed. There was no hurried deployment. The procedure was continued without reported issues per original plan. The patient tolerated the procedure and recovered well after the operation.